Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges pain, discomfort, increase level of cobalt and chromium metal in the blood, emotional distress, disability and disfigurement. Doi: (B)(6) 2007, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: h6: appropriate term / code not available (e2402) is being utilized to capture blood heavy metal increased.

Event description:
Medical records received. Pfs alleges pain, elevated metal ions, pseudotumor, erythema, unstable hip, limited adl, metallosis and bone damage. However, pfs alleges left hip second revision due to ongoing pain, erythema, fluid re-accumulation, left hip unstable, fluctuant and recalcitrant due to pelvic discontinuity. Unable to perform adl due to metallosis and bone destruction.